Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The infusion set was in use for less than 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.